Event description:
Procedure performed: laparoscopic radical prostatectomy. Event description: information received in the customer complaint form: the incident involved: the department realized that a piece of plastic missing from the tip of the trocar when the patient was discharged. Consequences for the patient: the piece of plastic was found in the and was removed. The system has been retained. This is an isolated incident. Additional information received in the pcf: at the end of the intervention, they notice that a little piece of plastic broke at the tip and they find it in the abdomen of the patient. They remove it. Additional information received from applied medical representative via email on 10jun26: no consequence for the patient. The surgeon found and recovered the piece left in the patient. It happened at the end, when the trocar is removed. The break occurred at the cannula tip. The break caused particulation and all pieces removed from the patient. The break was identified during the patient¿s removal. Trocar was inserted by rotating alternately clockwise and counterclockwise. No difficulty during insertion and this trocar was used with a robot. It was used with da vinci x robot assistance. Intervention: they removed the little piece of plastic. The surgeon found and recovered the piece left in the patient. Patient status: no consequence for the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.